Event description:
Customer reported via phone, he needed a replacement cap since he has been in the hospital and rehab since december. Customer's blood glucose was 106 mg/dl. Details of the hospitalization were not provided. Battery cap is being sent to customer and the device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.